Event description:
Additional information: patient was admitted on (B)(6)2019. CT scan as outpatient showed sternal abscess. Patient was taken for washout on (B)(6)2019 and cultures of the drainage were sent. Drainage cultures came back positive for staph aureus with continued sensitivity to vancomycin. Blood cultures drawn on admission and were negative. Patient was afebrile and without marked elevation of wbc and crp throughout admission. Vac placed after washout and plastics consulted to develop plan for wound closure. Washout repeated (B)(6)2019, (B)(6)2019, with cultures of drainage sent cultures continued to grow staph aureus and it was determined that the sternal wound was likely communicating with driveline infection/previous omentum flap. Bone culture sent with last washout remained negative for infection. Patient was taken to the operating room on (B)(6)2019 for an omental flap with prs. A drain was left in place. Following the procedure patient was restarted on coumadin. Patient was discharged home on (B)(6)2019. Patient will be on vancomycin 500 mg infusion every 24 hours indefinitely.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Reference MFR report # 2916596-2019-00253 for the report of the previous treatment of driveline infection. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient underwent debridement of lower sternum around the lvad driveline exit site due to major infection. Debridement of necrotic tissue was performed. Wound vac was applied.

Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Reference document 88256. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on the event.